Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (25-62 mg/dl). Juice and glucose tablets were consumed to address the bg level. During troubleshooting with tandem customer technical support (cts), the contact saw that the pump date was off by one day; the time was correct. The pump was operating as intended. The contact did not know what caused the low bg levels and did not think that the incorrect date was the cause. The contact did not know why the date was incorrect. Cts advised to discuss the low bg with a healthcare provider. The contact acknowledged the advise.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on three separate days in the pump logs. User made bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2016. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence that the insulin pump experienced a malfunction or failure.